Event description:
It was reported that the pump would not "infuse" that was clarified by the healthcare provider (hcp) that they were able to aspirate the reservoir, but unable to fill it. Hcp aspirated and easily pulled out 4 ml, she then was able to inject 30 of the 40 ml and could not inject the drug further. It was stated that the hcp turned to reach for something while holding needle making sure she could feel needle was seated and when she turned back some of the drug had backed up into the syringe again. Locked reservoir procedure was reviewed but they were yet unable to fill. Hcp was then able to aspirate all but 10 ml of what she injected did not even get back bubbles. She tried turning the needle but was still unable to fill. Drug delivered via the device was baclofen. Hcp was going to return to the patient try device troubleshooting again. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_refillkit_acc, lot# unknown, product type: accessory. (B)(4).